Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a photo for catalog 304000 lot 180319 to investigate for this record. Visual examination of the photo shows a shows a microlance needle and a caverjet syringe similar to what the customer described. Reference samples were used to simulate the manipulation to what the customer described. The positioning of the hub in the syringe tip was placed with a slightly rotational movement. None of the syringes examined presented the reported defect and the hub fit perfectly with the syringe tip. As a result, bd was unable to verify the reported issue. The leakage issue could be possible because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. It was determined that no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd microlance¿ 3 needle the needle did not fit tightly in the syringe and when administering the product liquid leaks out. The following information was provided by the initial reporter: he said it gave a defect in the smaller needle fit only. He said he fits the needle into the syringe, but when he goes to apply the product, the fitting loose and leaks liquid. Said this happened more than once. He took the smaller needle from another caverject box he had and fitted it to use the product. He said that with this other needle it worked, whose lot is different from the claimed lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd microlance¿ 3 needle the needle did not fit tightly in the syringe and when administering the product liquid leaks out. The following information was provided by the initial reporter: he said it gave a defect in the smaller needle fit only. He said he fits the needle into the syringe, but when he goes to apply the product, the fitting loose and leaks liquid. Said this happened more than once. He took the smaller needle from another caverject box he had and fitted it to use the product. He said that with this other needle it worked, whose lot is different from the claimed lot.